Manufacturer narrative:
(B)(4). Device labeling reviewed: device labeling addresses the reported event of seroma as follows: (B)(4).

Event description:
Healthcare professional reports via mw ((B)(4)) a case of lymphoma. An ongoing investigation is being carried out. In the meantime, notes were received by the office confirming lymphoma. Extension granted until (B)(4) 2012 to complete investigation.